Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered an alert due to out-of-range shock impedance measurement of 126 ohms. Otherwise, shock impedance measurements were in the 80s-90s ohm range. Technical services (ts) discussed programmer interrogation to clear the alert or scheduling more frequent remote follow-ups. It was noted that x-rays were performed a few weeks prior. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a subsequent alert due to out-of-range shock impedance measurements with measurements as high as 157 ohms in the past year. It was noted that the patient had a magnetic resonance imaging (MRI) performed approximately three weeks earlier, and patient history included supraventricular tachycardia (svt) and hospitalizations in july as well. Technical services (ts) discussed troubleshooting options and programming consideration, including increasing the shock impedance alert values and considering commanded shocks. This ICD and rv lead remain in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered an alert due to out-of-range shock impedance measurement of 126 ohms. Otherwise, shock impedance measurements were in the 80s-90s ohm range. Technical services (ts) discussed programmer interrogation to clear the alert or scheduling more frequent remote follow-ups. It was noted that x-rays were performed a few weeks prior. This ICD and rv lead remain in service. No adverse patient effects were reported.